Event description:
Abbot lingo device, app not working, website will not respond, lingo blood glucose device will not connect, review of abbot's web site reveals the bluetooth connectivity issue has required software update for non-connectivity. However, it has not been corrected and it makes the device unusable and is unsafe to be dependent upon as a medical device. Test 1 test date: (B)(6) 2026.